Event description:
This incident was initially reported to the manufacturer by the patients husband with additional information provided by one of the treating eye care professionals. It is reported that the patient sought medical attention for eye pain. Initially, the patient visited the contact lens prescribing and purchase location on (B)(6) and was diagnosed with a central corneal abrasion described as 2-3mm in size. The treating physician applied a bandage contact lens with moxifloxacin and the patient was prescribed moxifloxacin drop to be instilled once per day. The patient was instructed to return to care the following day. The patient did not return to care with the initial physician but did seek further care the next day at (B)(6) eye associates, where the patient reports they were diagnosed with a corneal ulcer and cultures were taken, culture results have not been provided. Information provided by the patient shows that over the course of medical care, they were seen by four different physicians and treated with moxifloxacin, tobramycin, vancomycin, ciprofloxacin, doxycycline. Good faith efforts have been made to obtain additional information from the treating physcians without success, as of the date of this report additional information is unknown. This event is being reported in an abundance of caution due to the alleged corneal ulcer diagnosis with medical interventions and medications prescribed, and unknown patient resolution. Should further information become available, a follow-up report will be submitted as appropriate.

Manufacturer narrative:
No device sample was returned for manufacturer analysis. Investigation of the provided lot number found no issues or non-conformances and no trends were identified. No root cause could be established. The relationship between the coopervision device and the event is unconfirmed. Should additional information become available, a follow-up report will be submitted as appropriated.

Event description:
This incident was initially reported under 2640128-2023-00007 on 19 september 2023 as an alleged corneal ulcer without supporting information. Additional relevant information was received. Medical records were provided on 28 september 2023 and sample return received 05 october 2023. Medical records provided by the patient from the treating facility, (B)(6) associates, indicate that the patient was first seen on (B)(6) 2023 for treatment of a corneal ulcer, diagnosed by a different physician, which occurred on (B)(6) 2023 when the patient scratched the eye during contact lens removal. Patient experienced symptoms of pain, discharge, and light sensitivity. The patient was diagnosed with a large (5.2mm x 5.5mm) central corneal ulcer without perforation or hypopyon and was prescribed vancomycin and tobramycin. Patient was seen the next day for follow-up where symptoms were improving and hypopyon formation was identified. Treating physician instructed the patient to continue previously prescribed medications and started the patient on cyclopentolate and doxycycline and ordered cultures. Patient continued daily follow-up care visits where symptoms were improving but the ulcer had increased in size initially then began to decrease in size. Patient to continue vancomycin, cyclopentolate, and doxycycline, as of on (B)(6) to stop tobramycin and begin ciprofloxacin and frequency of follow-up care to decrease. Patient was seen on (B)(6) with no detailed information provided, next visit on (B)(6) indicates culture results returned for pseudomonas aeruginosa. Patient reports continued improvement of symptoms except for photophobia related to ciprofloxacin sensitivity, ulcer and hypopyon continue to decrease in size. Records indicate central corneal ulcer at 2x1mm and central corneal lesion at 4.5x4.5mm. Patient to decrease dosage frequency of ciprofloxacin and continue doxycycline. Patient was seen again on (B)(6) no notes or detailed information provided for these visits. Last record provided is on (B)(6), ulcer and hypopyon are still present, treatment remains ongoing. No additional comments or details provided. Patient outcome remains unknown as of the date of this report.

Manufacturer narrative:
New relevant medical information received 28 september 2023. Device sample returned for analysis, received 05 october 2023 and analysis completed on 08 october 2023. Manufacturers incident report is updated to reflect new details and the results of device analysis and investigations. Based on manufacturer analysis of the returned device(s) and investigation, no root cause could be established. The relationship between the coopervision device and the event is unconfirmed. Should additional information become available additional investigation will be completed and a follow-up submitted as appropriate.